Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose level in the 500s (mg/dl) and diabetic ketoacidosis. Reportedly, the customer underwent a chemical stress test and their health care provider believed that this resulted in the elevated bgs and ketones. Customer attempted to correct the bg levels with a correction bolus and injections, and later went to the hospital where they received an intravenous drip. Customer was released from the hospital on (B)(6) 2016, and reported that they are currently stable.